Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection:no anomalies were noted at the tip or along the length of the catheter. Markings on the outer catheter were noted 18.8cm and 40.6cm from the distal tip. The catheter was indented and damaged at these two locations. It is possible that the user clamped down on the catheter with pliers at these two locations in an attempt to forcibly remove the guidewire from the catheter. A hole in the outer catheter was noted 2.6cm from the distal tip. Functional/performance evaluation:the patency of the guidewire lumen was tested by advancing the returned 0.014¿ porter guidewire. The guidewire was loaded through the guidewire port and exited the distal tip of the catheter with slight resistance. It is possible that the indentations in the outer catheter contributed to the resistance advancing the guidewire. The guidewire was then inserted through the distal tip of the catheter and exited the guidewire port with slight resistance. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned with a 0.014" guidewire. The investigation is confirmed for a hole in the outer catheter. The investigation is also confirmed for the reported guidewire issues, as the returned guidewire was loaded through the catheter with difficulty. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation, a recanalization catheter allegedly got stuck on a guide wire. Another recanalization catheter was reportedly used to perform the procedure. There was no reported patient involvement.